Event description:
On 10-apr-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "from staff: actively performing a right nephrectomy surgery. Loaded a 45 mm white stapler cartridge into the sureform 45 curved-tip stapler. Positioned stapler but was not able to see end (partial blind fire). Proceeded with stapling process. Stapler clamped as should, stapler fired as should but did not complete the fire. An error message appeared on the screen. An intuitive representative was called for advice on the situation. There was no other choice but to manually unclamp the stapler and take out of patient. No harm was seen to patient, proceeded with surgery and did not use stapler again. From operative report: for the renal vein I used the robotic stapler but there was an error when I clamped down and in fact it did not function correctly and malfunction and there was bleeding immediately upon opening up the stapler with minimal staple lines found. We turned the pneumoperitoneum up to 20 to help control the bleeding just for a couple minutes and it was turned back down to 15. We applied pressure to the bleeding area with laparoscopic lap pad. Then using meticulous dissection and hemo lock clips we are able to clamp the proximal and distal aspects of the vein to control the bleeding. There was actually 1 more artery that we dissected out which we clamped with hemo lock clips proximally and distally and dissected without issue. Then dissected out the superior portion of the kidney there was some mild bleeding and enlargement of the adrenal gland but no gross masses. Majority of the adrenal gland was taken with the specimen. Original intended procedure: robotic cholecystectomy. Open umbilical hernia repair primary. Nephrectomy robot-assisted, right--radical." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: "the event occurred during a da-vinci assisted nephrectomy. The sureform 45 curved tip stapler instrument fired a white sureform 45 reload across the renal vein. The system made a beeping sound and displayed an unknown error message on the screen. This resulted in minimal bleeding, not requiring a transfusion. The surgeon increased intra-abdominal pressure for a couple of minutes and then turned it back down. Also, applied pressure to the bleeding area with a lap pad. Then the surgeon dissected and used hemo-clips to control bleeding of the vein. No unplanned tissue removal was reported. No clamping issues were experienced prior to firing the stapler reload."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An isi failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs showed sureform 45 stapler (part number: 480545-04, lot number: k14240215-0408) was installed on the system 2 times and fired 1 white reload. On the first install, the system did not detect a cannula, and the instrument was not accepted, represented by an error code in the logs. On the second install, the first clamp was successful, but was followed by a firing failure. Logs showed error codes representing the failure. The logs did not show utilization of the emergency stop button or the grip release tool. There were no additional errors pertaining to the use of this stapler in the logs. The instrument was removed and not used in the procedure again.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive received the sureform 45 curved-tip stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint "stapler clamped as should, stapler fired as should but did not complete the fire." Failure analysis found the primary failure of functional test firing failure to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house white reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Intuitive also received the white reload associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. The reload was returned attached to the sureform 45 curved-tip stapler instrument and was found to have a firing failure. Additional observation(s) related to the customers reported compliant: the reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from in between the reload and the shuttle was fully deployed. The knife was inspected and there was damage found. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was cartridge damage observed.

Event description:
Refer to h11 for follow-up information.